Event description:
It was reported that back in (B)(6) 2021, customer communicated about hemovac drain tubing becoming clogged. There had been a recent uptick in this issue again. They realized that they did not hear back from medical information service team with suggestions to remedy the problem. They looked forward to hearing back, this had been a serious concern for their spine surgery patients.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect coiling operation". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that back in 2021, customer communicated about hemovac drain tubing becoming clogged. There had been a recent uptick in this issue again. They realized that they did not hear back from medical information service team with suggestions to remedy the problem. They looked forward to hearing back, this had been a serious concern for their spine surgery patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.